Event description:
It was reported that this patient's device was explanted due to a non specified reason. This is considered a serious injury as surgical intervention was required. No additional adverse events were reported.